Event description:
It was reported through a facility medwatch that metal shavings went into wrist. Shaver kept and shown to arthrex rep who was in the or and then given to clinical engineering for follow up. No apparent injury to patient although the long term effect is unknown. It was stated in a follow-up call that the dissector was used in an aggressive mode not recommended for device. Shavings were produced as soon as device was activated. They did attempt to use shaver suction to remove shaving but could not remove them completely.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. It was reported that the dissector was used in an aggressive mode. Typically this type of event is caused by excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.